Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016 a patient from spain underwent a procedure for percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. In (B)(6) 2017 the patient developed a possible stoma site infection, abundant bloody fluid exudate and a stoma site abscess. The patient was treated with topical prontosan, topical bactroban and antibiotic augmentin 500 mg every 8 hours for 1 week.